Event description:
Boston scientific received information that during a scheduled device replacement procedure, the rate/sense portion of this chronic right ventricular (rv) lead exhibited an impedance of greater than 2000 ohms. The lead could not be completely inserted into the header of the new device and the insulation appeared to be bunched at the proximal end. The pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.